Event description:
The user facility reported that during a CT scan for the pt, who underwent a biliary stent indwelling procedure, the physician found the distal end of the stent was buried into the duodenum wall. Considering the possibility of perforation, the user facility performed an endoscopic examination. As the result of the endoscopy, although a slight bleeding from the duodenum wall was reportedly observed, there was no perforation. The physician treated the bleeding area with a unspecified clip. The pt recovered and was reportedly discharged from the hosp later.

Manufacturer narrative:
Since the subject device was discarded by the user facility and not returned to omsc, olympus medical systems corp (omsc) could not evaluate the device. Therefore, the exact cause of the event could not be conclusively determined. Omsc has checked the manufacture history of the subject device, there was no irregularity found. In addition, the user facility reported that there was no irregularity found in the inspection prior to use. This report is being submitted as an MDR in an abundance of caution.